Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: an investigation summary was performed. The investigation of the complaint articles has shown that: the investigations included to inspect the manufacturer documents, technical drawing and the raw-material inspection sheet of the supplier. The proximal fracture surfaces (part a and b) of the implant were investigated by scanning electron microscopy (sem). Based on the topography of the fracture surface, we can conclude that the implant* was subjected to high dynamic bending loads (one sided). Constantly alternating load cycles (during walking) led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the pfna*. The nail* could not resist the applied force which finally led to the material overload / fatigue failure. Postoperative activities of the patient and a possible instability of the fracture situation (multifragmentary bone fracture) may have played a certain role, too. We found no evidence of material or manufacturing defects. A manufacturing investigation action was conducted/performed. The report indicates that: the blade have no effect on the pfna-nail fracture. The nail broke through the distal blade bore in the area of the primary bone fracture. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the proximal femoral nail antirotation (pfna) broke postoperatively 8-10 weeks after implantation. This report is 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient ID: (B)(6). Patient weight is unknown. Event date: unknown. Implant date: unknown; reported as 8-10 week prior to explant on (B)(6) 2014. Device was reported as received on previous follow up reports; adding date device was received by the manufacturer. Device is not distributed in the united states, but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was diagnosed with a fracture of the proximal femoral nail anti-rotation (pfna) following an internal fixation of a pertrochanteric comminuted fracture of the left femur with pfna. The patient had been managed with a pfna for a pertrochanteric comminuted femoral fracture a good 8-10 weeks previously. The patient had recently experienced pain in the hip while weight bearing. An x-ray showed a suspected fracture of the nail in the area of the femoral neck blade, which was confirmed on a CT scan. The patient underwent a revision procedure where the pfna was removed and the patient was re-fixed with a pfna 130deg, diameter 12mm, length 240mm.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.